Manufacturer narrative:
The investigation indicated that no product issue was found. Based on the provided analysis, the reagent is performing within expected standards. The released products are fit for their intended use and meet all quality and performance requirements.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results for four patient samples using the cobas® eplex blood culture identification gram-positive (bcid-gp) panel on a eplex base. The first alleged sample generated a not detected result for staphylococcus, staphylococcus epidermidis, and meca targets. The sample was repeated and generated a positive result for staphylococcus, staphylococcus epidermidis, and meca targets. The second alleged sample generated a not detected result for staphylococcus. The sample was repeated and a generated a positive result for staphylococcus. The third alleged sample generated a not detected result for staphylococcus, staphylococcus epidermidis, and meca targets. The sample was repeated and generated a positive result for staphylococcus, staphylococcus epidermidis, and meca targets. The fourth alleged sample generated a not detected result for enterococcus and enterococcus faecalis. The sample was repeated and generated a positive result for enterococcus and enterococcus faecalis targets.